Manufacturer narrative:
H.6. Investigation: DHR, quality notifications and maintenance records were verified where no records potentially related to failure were found. Evaluating the photos available it was possible to observe foreign matter - dirt. For the reported defect, this is an occurrence related to contamination during the production process caused by operational failure during cleaning of packaging equipment. H3 other text : see h.10.

Event description:
It has been reported that the bd plastipak¿ hypodermic syringe with needle has been found with 150 occurrences of mold before use. The following has been provided by the initial reporter: the distributor reports that his client informs him that: "3ml syringes were found uncovered contaminated, with mold and dirt residues in other units" . The box is returned.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd plastipak¿ hypodermic syringe with needle has been found with 150 occurrences of mold before use. The following has been provided by the initial reporter: the distributor reports that his client informs him that: "3 ml syringes were found uncovered contaminated, with mold and dirt residues in other units". The box is returned.